Event description:
The customer reported that there was no display on the device.

Manufacturer narrative:
(B)(4). The customer reported that there was no display on the device. A local third party service provider evaluated the device and the symptom was verified. Multiple parts were replaced to resolve the issue. We are considering this a malfunction but are unable to determine the cause as multiple parts were replaced.